Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where three infusion sets fell off during use on 17-jun-2024, 18-jun-2024. The infusion set was in use for one day for first event and less than for a day for second event. Blood glucose at the time of event was notced 400 mg/dl . Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 2 of 3.